Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was calling to update the record. As per patient , they no longer have the mdt urinary device. The whole system was explanted on (B)(6) 2021. The patient forgot the name of the doctor who did the procedure nor the facility. As per patient the device was removed, since it didn¿t work to them.

Manufacturer narrative:
Event date: no information. If information is provided in the future, a supplemental report will be issued.